Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (b30 error code) was confirmed and found to be caused by moisture inside the connector. Service found the air valve was turned and suspected that the device was immersed with an ethylene oxide (eto) venting cap attached. In addition, service found the plastic distal end cover was damaged, the plug unit housing was damaged, the scope connector cover was damaged, and the bending angle was out of specification. The connecting tube was scratched and dented. The grip, the scope cover, and the universal cord were scratched. The bending section cover was worn and torn. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device displayed a b30 error code (scope communication error) with picture disturbance. The issue persisted even after rebooting the subject device. The reported issue was observed while preparing the subject device, prior to an unspecified procedure. There was no report of patient or user injury due to the event. This report is being submitted for b30 error code. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to water which invaded the subject device. The following information is stated in the instructions for use (IFU): ¿1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.